Event description:
It was reported through a research article that (B)(4) patients underwent edge-to-edge mitral valve repair (m-teer) from (B)(6) 2015 to (B)(6) 2024. Within two years of the procedure, the implanted mitraclip may have caused or contributed to recurrent mitral regurgitation, heart failure, hospitalization, and cardiovascular (cv) death. Additional information is listed in the attached article, titled ¿hospitalization of symptomatic patients with heart failure and moderate to severe functional mitral regurgitation treated with mitraclip.¿

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information received, the cause of the reported death, heart failure and recurrent mitral regurgitation (mr) could not be conclusively determined. However, heart failure, mitral regurgitation and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the lot number was not provided. Article title: "hospitalization of symptomatic patients with heart failure and moderate to severe functional mitral regurgitation treated with mitraclip_ insights from reshape-hf2". The additional patient effect of death reported in the article is captured under a separate medwatch report.